Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the transmitter did not blink when connected to the sensor. The customer removed the sensor and the electrode was not visible. The customer also had issues with the serter. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor and performed visual inspection, found cannula retracted inside sensor base. Unable to confirm sensor damage due to customer returning product opened/used.